Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed by plaintiff with result bilateral occlusion on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition") and urinary tract infection ("uti"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy partial). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity, rash and skin disorder outcome was unknown and the pelvic pain, abdominal pain and urinary tract infection had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, pelvic pain, rash, skin disorder, urinary tract infection and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received. Reporters information updated. Event: injury were updated to apareunia, pelvic pain ,abdominal pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) , rash/skin condition, hypersensitivity , perforation: fallopian tubes, perforation: uterus, uti were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvodynia and endometriosis. Essure confirmation test performed by plaintiff with result bilateral occlusion on (B)(6) 2009. Previously administered products included for an unreported indication: loestrin. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis diaper ("rashes or skin conditions: diaper rash in vaginal and anal area/skin disorder"), urinary tract infection ("infection (bladder urinary tract/vaginal): uti"), migraine ("migraines / headaches") and proctalgia ("anal area pain"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), complication of device removal ("complications from essure removal procedure") and skin disorder ("skin disorder"). The patient was treated with surgery (hyst. (Partial),bilateral salpingo-oophorectomy,cystoscopy,). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, complication of device removal and skin disorder outcome was unknown, the pelvic pain, abdominal pain, dermatitis diaper, urinary tract infection and proctalgia had resolved and the migraine was resolving. The reporter considered abdominal pain, complication of device removal, dermatitis diaper, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, proctalgia, skin disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass a balloon catheter or dilator through the cervi; on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass a balloon catheter or dilator through the cervix; on (B)(6) 2009: unsuccessful; on (B)(6)2009: unsuccessful attempt at hysterosalpingogram. Unable to pass balloon catheter of dilator through the cervix. (Per mr); on (B)(6) 2009: total bilateral occlusion, other - never could get my cervix to dilate large enough to do an accurate confirmation until third test; on (B)(6) 2009: satisfactory bilateral tubal occlusion status post essure tube placement. (Per mr) total bilateral occlusion(per pfs). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvodynia and endometriosis. Essure confirmation test performed by plaintiff with result bilateral occlusion on (B)(6) 2009. Previously administered products included for an unreported indication: loestrin. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis diaper ("rashes or skin conditions: diaper rash in vaginal and anal area/skin disorder"), urinary tract infection ("infection (bladder urinary tract/vaginal): uti"), migraine ("migraines / headaches") and proctalgia ("anal area pain"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), complication of device removal ("complications from essure removal procedure") and skin disorder ("skin disorder"). The patient was treated with surgery (hyst. (Partial),bilateral salpingo-oophorectomy,cystoscopy,). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, complication of device removal and skin disorder outcome was unknown, the pelvic pain, abdominal pain, dermatitis diaper, urinary tract infection and proctalgia had resolved and the migraine was resolving. The reporter considered abdominal pain, complication of device removal, dermatitis diaper, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, proctalgia, skin disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass a balloon catheter or dilator through the cervi; on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass a balloon. Catheter or dilator through the cervix; on (B)(6) 2009: unsuccessful; on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass balloon catheter of dilator through the cervix. (Per mr); on (B)(6) 2009: total bilateral occlusion, other - never could get my cervix to dilate large enough to do an accurate confirmation until third test; on (B)(6) 2009: satisfactory bilateral tubal occlusion status post essure tube placement. (Per mr) total bilateral occlusion(per pfs). Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received-new reporter, lab data, medical history, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed by plaintiff with result bilateral occlusion on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder urinary tract/vaginal): uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis diaper ("rashes or skin conditions: diaper rash in vaginal and anal area/skin disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), proctalgia ("anal area pain"), complication of device removal ("complications from essure removal procedure") and skin disorder ("skin disorder"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy partial). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, complication of device removal and skin disorder outcome was unknown, the pelvic pain, abdominal pain, dermatitis diaper, urinary tract infection and proctalgia had resolved and the migraine was resolving. The reporter considered abdominal pain, complication of device removal, dermatitis diaper, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, hypersensitivity, menorrhagia, migraine, pelvic pain, proctalgia, skin disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass a balloon catheter or dilator through the cervi; on (B)(6) 2009: unsuccessful; on (B)(6) 2009: unsuccessful; on (B)(6) 2009: unsuccessful attempt at hysterosalpingogram. Unable to pass balloon catheter of dilator through the cervix. (Per mr); on (B)(6) 2009: total bilateral occlusion, other - never could get my cervix to dilate large enough to do an accurate confirmation until third test; on (B)(6) 2009: satisfactory bilateral tubal occlusion status post essure tube placement. (Per mr). Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), migraines / headaches, diaper rash in vaginal and anal area, anal area pain, complications from essure removal procedure" were added. Outcome of events" diaper like rash, pain in anal area" were updated as recovered and migraine was updated as recovering. Lab data, reporter information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.